Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an 80-year-old male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. It was reported that during an afib procedure a pericardial effusion was diagnosed via ice catheter. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call. The catheter will be sent in for analysis. No other details were available at this time. The physician¿s opinion on the cause of this adverse event was the procedure. The outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event. He was transferred in the ICU. The generator used was a smartablate and a transseptal puncture was performed with a brk-1. Ablation was performed prior to noting the cardiac tamponade. No evidence of steam pop. The event occurred during ablation phase. Standard stsf settings of 15 above 30w were used for irrigation. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability standard surpoint visitag settings: 3 mm, 3 s, 3 g for 25%, 3 mm lesions, tag index and no additional filter used. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 8-sep-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an 80-year-old male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device number 30793995l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).